Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had a blank display. Troubleshooting was performed and it was noted that the display would restart but then go blank again. The customer reported that the insulin pump had been dropped or bumped. Unable to further troubleshoot because the display was blank. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat test the power management parameters graph confirmed the unloaded voltage unloaded vlith and loaded voltage loaded vlith was within specific range. The device was received with normal operating currents. No unexpected low battery alarm noted. Pump monitored and no blank display noted. The battery tube connector plugged-in properly during visual inspection. Device was received with scratched case, pillowing keypad overlay and minor scratched lcd window.